Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll at this time.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functionality testing without duplicating the report. The defib receptacle was replaced as a precaution. The customer also received a replacement multi-function cable. The device was recertified and returned to the customer. No trend is associated with reports of this type.